Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of recurrent tricuspid regurgitation (tr) appears to be due to the slda. The reported heart failure, fatigue, and dyspnea appear to be cascading effects of the recurrent tr. Tr, dyspnea, fatigue, and heart failure are listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized and an additional triclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr) grade 4, with 5 leaflet morphology (2 posterior and 2 septal leaflets). One xt triclip was successfully delivered and deployed, reducing the tr to moderate, grade 2. On (B)(6) 2022, the discharge echocardiogram revealed a single leaflet device attachment (slda) and recurrent tr grade 3. On (B)(6) 2024, the patient was hospitalized with severe tr, shortness of breath, exercise intolerance, and worsening heart failure. Reportedly, the slda was due to pre-existing patient anatomy including a large coaptation gap and friable leaflets. As treatment, an additional triclip procedure was performed. No complication was reported. The patient has been discharged from the hospital.